Event description:
It was reported that the patient experienced a low-glucose sensation while moving boxes, with continuous glucose monitoring indicating 117 mg/dl trending downward and a confirmatory fingerstick of 129 mg/dl followed by 115 mg/dl; insulin on board was 3.46 units, and no alerts or alarms were reported. Symptoms included perceived hypoglycemia. Outcomes included troubleshooting and education provided by support to continue fingerstick monitoring for stabilization, with no hospitalization and no emergency care. Investigation included review of device history, reported glucose values, user-reported activities, and symptom assessment. Investigation of this case revealed no device alarms or malfunctions and no device component failure; activity and existing insulin on board were potential contributors while the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.